Manufacturer narrative:
Device received unable to perform the displacement test due to complete broken reservoir tube lip noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and the reservoir was not able to lock in place when inserted into insulin pump. The customer¿s blood glucose level was 419 mg/dl. The customer declined troubleshooting. The customer was treated with insulin pump. Customer stated that the insulin pump had cracked on reservoir compartment, reservoir had fallen out of the insulin pump and customer using tape to cover the reservoir. Customer also stated that the part of the reservoir compartment opening chipped off and the black ring was missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.